Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.2 and 7 was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 and 7 was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) inspected main station drawer 2.2, which was not detected on the bus. Upon removing the drawer and inspecting the rear components, a partially seated row board cable was found. All connections were re-seated and inspected, and the drawer was reinstalled. After reconnecting the pixie bus cable and restarting the station, the escort successfully accessed various medications, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.